Event description:
It was reported that the procedure was to treat the left anterior descending artery with heavy calcification, mild tortuosity and 90% stenosis. There was resistance during advancement with the calcification. The first nc trek balloon dilatation catheter (bdc) (2.0x12mm) was used for pre-dilatation, but the balloon ruptured during the first inflation to 18 atmospheres. A second nc trek bdc (2.5x12mm) was advanced, resistance was felt during advancement with the calcification. The nc trek bdc was inflated to 12 atm during the first inflation, but the balloon ruptured during the second inflation to 18 atmospheres. The third nc trek balloon was used to continue the procedure. Prior to use, the catheters were soaked in saline. The devices were prepped (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
E1 facility name - foundation takeseikai fukuyama cardiovascular hospital the additional device referenced in b5 is filed under a separate medwatch report number. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.